Manufacturer narrative:
Date of event is an unknown date in 2022. Additional procodes: hrs, hwc, kwp. Complainant part is not expected to be returned for manufacturer review/investigation. Date of concomitant therapy is (B)(6) 2022. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent revision surgery of a posterior spinal fusion on (B)(6) 2022. The original procedure was done on (B)(6) 2022. On an unknown date following the initial procedure, the mountaineer oc plate, two (2) rods, and two (2) set screws popped out. Both rods popped out but were still in the cervical portion. It was noted that the patient did not wear a neck brace all the time and the neck may have been hyperextended in the original case. The doctor had only put two screws on the plate. The angle was bad, and the third screw could not be added. Patient was revised to an occipital to t2 fusion. In the revision, the surgeon put in all three screws. This report is for a mountaineer occipital plate. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the photo. Visual analysis of the photo revealed that the mntr oc plate small device does not show any issue related to the reported allegation, since, no components were fell apart for the device, thus, complaint cannot be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the mntr oc plate small. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.